Event description:
The study article was published with the purpose to analyze cases of multifocal iol deviation dislocation as a multicenter study. A physician reported that following cataract surgery with an intraocular lens (iol) implant procedure, lens was dislocated and need re-operation.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Literature report citation - matsushima h, et al., types and trends of dislocated multifocal intraocular lenses. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information was provided in h.6. On initial MDR submitted the product code should be b22 instead of b14. The manufacturer internal reference number is: (B)(4).